Event description:
It was reported the patient is not receiving effective therapy due to high impedances that occurred after a fall. Surgical intervention may be pending to address the issue. The investigation did not determine which lead has high impedances.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: leads, model: 3186, UDI: (B)(4), serial:(B)(4), batch: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.